Event description:
Report received indicated inability to retract the catheter's cannula after deployment. The intended procedure was a percutaneous transluminal angioplasty of a chronic total occlusion located in the superficial femoral artery (sfa). The device was flushed properly. The needle was deployed inside the patient and could not be retracted. The device was removed with the needle deployed. There was no adverse consequence to the patient indicated.

Manufacturer narrative:
This product has been returned for evaluation and testing, however, the failure analysis report is not completed. Additional information will be sent within 30 days upon receipt.